Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient who was receiving clonidine and an unknown drug in the pump at unknown concentrations and doses via an implantable pump for non-malignant pain. Logs received from the manufacturing representative showed the pump to be delivering sodium chloride 1000.0 mcg/ml at 48.1 mcg/day. It was reported that in (B)(6) 2016 (6 weeks ago as of (B)(6) 2017). The patient¿s healthcare provider (hcp) sent the patient to another hcp because they felt there was nothing more they could do regarding the patient¿s pain because the medicine the patient was taking (tramadol) was not doing any good for the patient. The new hcp did the trial for five days where they tried different medications, and the patient could not take any of them. The first medication worked, but the patient could not urinate as a side effect from it. The other medications caused some sort of hives or itching of some type. The patient finally tried clonidine, and that was where it worked and led to the pump implant. The patient was not getting any pain relief [after pump implant] and was told by the healthcare provider (hcp) to give it time. It was painful for the patient to walk on her right foot. They ¿could not hardly walk on it¿; it was severe. The pain also ran all the way up to the middle of the patient¿s back. The pain in the back was preexisting pain and the reason for the pump implant, but it was worse since being implanted. The patient thought about the surgical pain too that she was encountering also from the catheter and pump being placed. The patient¿s pump was located on her left hand side, and her preexisting pain was on her right side. The patient had swelling and bruising. The current pump implant stuck out more than the patient expected when clothed. The patient was prescribed oral nucynta 50 mg to take for pain needs, but it did not help. The patient¿s preexisting pain was actually worse now than what it was before the pump was implanted. The patient had an upcoming appointment in (B)(6) 2017. The patient had a preexisting condition that started in 2014. The patient stated she had an accident and had no pain. The accident was clarified that when the patient came out of the tub, her foot came up in the air and went out of the tub, and the patient landed on her back and went to the hcp and was checked out. As a result of the accident, the patient could not stand on her toes on her right foot anymore. The patient had surgery that seemed minor, but the patient was in a walker. The hcp stated that the patient should not be in a walker and did a second surgery again, and it had been bad ever since. This was where the patient¿s chronic pain came from (and the preexisting pain condition). The pump and catheter were received by the device manufacturer [indicating that a system explant took place]. There were no further complications reported or anticipated.